Event description:
Reportedly, after two months from installation of the o2 sensor into the ventilator, an "o2 sensor error" occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the sensor. There was no pt involvement in this case.